Manufacturer narrative:
(B)(4). Additional information provided: the original procedure took place on (B)(6) 2013. On (B)(6) an ercp identified a bile leak and a stent was placed. The patient was discharged. On (B)(6) the patient was readmitted to the hospital to have the stent replaced. The patient was put on longterm antibiotics and discharged home on (B)(6). The patient returned to the hospital on (B)(6) to have the stent removed. The patient was doing well and was discharged home. The clips will not be released for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information requested: did clips fall into the patient? If yes, how were the clips removed? How was the patient impacted? Which firing of the device did this event occur on? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient?

Manufacturer narrative:
(B)(4). Clips saved from the event show that the clips are open or not fully closed. Patient complained of continual abdominal pain. An ercp was done and a bile leak was found. Patient has a stent placed.

Event description:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip did not hold on the cystic duct. It is unknown how the case was completed. It is unknown if there was a patient consequence. The device was disposed.